Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 255-256 mg/dl. Reportedly, at times the customer would use the cartridges up to 5-6 days. Supply changes were performed to address the occlusions.